Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient ID number is (B)(6). Patient weight is not available for reporting. Additional device product code is hwc. Other number¿UDI: (B)(4). Due to the intra-operative events, the device was not successfully implanted. An alternate device was used to complete procedural step. As such, implant/explant dates are not applicable. The subject device is not expected to be returned to the synthes manufacturer for evaluation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Without a lot number the device history records review could not be completed. The date of manufacture is unknown. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an initial left open reduction and internal fixation (orif) procedure of the ankle on (B)(6) 2017, during the placement of a variable angle distal fibula plate the surgeon had difficulty getting two (2) of the four (4) most distal locking screws to engage. The plate and screws were removed and the surgeon used a second back-up plate with no issues with screw placement. There was a surgical delay of 30 minutes due to the reported event. The procedure was completed successfully. The patient was reported as stable. This report is 1 of 2 for (B)(4).